Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient was seeing a power-on-reset (por) message on their patient programmer and that therapy stopped while trying to use their ins. The patient was first seeing an information por then it went to a warning por during the call. The patient was unable to clear the por message so they were redirected to their managing physician. No further complications were reported.